Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migrated coils'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), mixed connective tissue disease ("mixed connective tissue disease"), rheumatoid arthritis ("ra"), autoimmune thyroiditis ("hashimoto's"), raynaud's phenomenon ("raynauds"), hypothyroidism ("hypothyroid") and pelvic pain ("pain"). And was found to have weight increased ("gained 10ibs"). At the time of the report, the device dislocation, mixed connective tissue disease, rheumatoid arthritis, autoimmune thyroiditis, raynaud's phenomenon, hypothyroidism, pelvic pain and weight increased outcome was unknown. The reporter considered autoimmune thyroiditis, device dislocation, hypothyroidism, mixed connective tissue disease, pelvic pain, raynaud's phenomenon, rheumatoid arthritis and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), mixed connective tissue disease ("mixed connective tissue disease"), rheumatoid arthritis ("ra"), autoimmune thyroiditis ("hashimoto's"), raynaud's phenomenon ("raynauds"), hypothyroidism ("hypothyroid") and pelvic pain ("pain") and was found to have weight increased ("gained (B)(6)"). At the time of the report, the device dislocation, mixed connective tissue disease, rheumatoid arthritis, autoimmune thyroiditis, raynaud's phenomenon, hypothyroidism, pelvic pain and weight increased outcome was unknown. The reporter considered autoimmune thyroiditis, device dislocation, hypothyroidism, mixed connective tissue disease, pelvic pain, raynaud's phenomenon, rheumatoid arthritis and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: newly added events- device migration, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.